Manufacturer narrative:
As of 06/03/2019 aso evaluated unused returned product as well as retained samples of the same lot number for adhesion properties. In addition, aso reviewed records of biocompatibility tests and latex screening.

Event description:
Consumer reported that her son had an allergic reaction to the product. Consumer stated that she applied the bandages on her son skin and the product caused blister on the area.